Manufacturer narrative:
As reported, after performing an intervention on a patient, the doctor proceeded to use a 6f/7f mynxgrip vascular closure device (vcd) for closure. There were no issues with the deployment. A little while later, the patient was complaining of pain. The patient was sent for a computed tomography (CT) scan where the patient was discovered to have a pseudoaneurysm. The patient was sent to the operating room for a vascular repair. The device was used in an interventional procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on the angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The patient has recovered. Multiple stick attempts were made before intravascular access was achieved. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Anticoagulants, antiplatelets or thrombolytics were used, however the specific drug was not provided. The device was not returned for analysis. The product history record (phr) review could not be conducted as a lot number was not provided. A pseudoaneurysm is a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, vessel factors (multiple stick attempts were made before intravascular access was achieved) likely contributed to the bleeding event reported. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the safety information in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU warns ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The event date and lot information are currently unknown a product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after performing an intervention on a patient, the doctor proceeded to use a 6/7f mynxgrip vascular closure device (vcd) for closure. There were no issues with the deployment. A little while later the patient was complaining of pain. The patient was sent for a computed tomography scan where the patient was discovered to have a pseudoaneurysm. The patient was sent to the operating room for a vascular repair. The device was used in an interventional procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The was femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The patient has recovered. Multiple stick attempts were made before intravascular access was achieved. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Anticoagulants, antiplatelets or thrombolytics were used, however the specific drug was not provided. The device will not be returned for evaluation.